Event description:
It was reported that the procedure was aborted. The target lesion area was located in the severely tortuous and highly calcified (moderate-severe) distal right coronary artery. A guidezilla ii catheter-guide extension catheter and a 38 x 2.75 promus elite balloon expandable stent were selected for use. During procedure, it was noted that debulking and predilation was successfully done with a non bsc device, however, the stent could not cross due to calcium and tortuousity. Hence, guidezilla was used to get more support to cross the stent but even guidezilla failed to give support due to tortuosity and so the procedure was abandoned. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was noted to have blood on the device. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection were performed and there as no visible defects or damage found on the device.

Event description:
It was reported that the procedure was abandoned. The target lesion area was located in the severely tortuous and highly calcified (moderate-severe) distal right coronary artery. A guidezilla ii catheter-guide extension anda 38 x 2.75 promus elite balloon expandable stent were selected for use. During procedure, it was noted that debulking and predilation was successfully done with a non bsc device, however, the stent could not cross due to calcium and tortuousity. Hence, guidezilla was used to get more support to cross the stent but even guidezilla failed to give support due to tortuosity and so the procedure was abandoned. There were no complications reported.